Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). Proceed it with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. During download review, pump error 63 alarm was recorded in main error log (adapt). File ID=49 line ID=19825. Per software engineering log critical pump error (open book image) were due to main mcu data bus test failure. Isolate to electronic assemblies. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that the ingress of water corroding electronic assemblies and force sensor gold traces causing electrical short. Problem isolated to electronic assemblies. Unit also received with in conclusion customer's concern of critical pump error alarm, moisture damage, and physical damage was confirmed. During download history review pump error 63 was confirmed and critical pump error (open book) was confirmed due to main mcu data bus test failure. Physical damage was confirmed during visual inspection when cracked case (battery tube) was noted. However, unable to confirm keypad anomalies or flashing medtronic logo due to constant critic al pump error (open book image). Isolate to electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced exposure to moisture, critical pump error (open book image), damage (physical or cosmetic), flashing medtronic logo, and keypad/button unresponsive/button error. The customer reported no adverse events. The event involved product(s) mmt-1884l. The customer reported that the pump was exposed to moisture, but there is no visible fluid in the pump. The customer reported buttons not being responsive after a keypad anomaly and/or a stuck button alarm. The pump has not been exposed to altitude change. The customer reported a flashing medtronic logo on the screen that was not a single flash. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer reported a critical pump error or open book image error. No harm requiring medical intervention was reported. Mmt-1884l was requested, and the customer response was the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.